Event description:
The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the batter; the display did not return. Blood glucose value is 600 mg/dl; treated with manual insulin injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump sowed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.